Manufacturer narrative:
Date of event - date of event estimated. The device location is unknown. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported through a research article identifying proglide device that may be related to occlusion, bleeding, blood transfusion, flow limiting stenosis or dissection, periprocedural open vascular surgery, periprocedural stent or stent graft, extended hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "access site complications after transfemoral aortic valve implantation - a comparison of manta and proglide".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. The reported patient effects of dissection, hemorrhage, occlusion and stenosis are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.